Event description:
It was reported by the rep that the device was used during laparoscopic right salpingo-oophorectomy. It was reported the stapler partially fired. Only two staples fired. Another gun was opened to complete the case. There was no consequence to the pt.